Event description:
A patient was undergoing hernia repair. At the end of the case when the drapes were removed, a small first to superficial second degree burn was noted on the patient's abdomen, "presumably from contact point of the bovie." The burn was in the left lower quadrant and measured 2 mm by 10-11 mm. The burn was dressed with antibiotic ointment and a local anesthetic was injected subcutaneously.